Manufacturer narrative:
The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received button error. The customer¿s blood glucose level was 5.2 mmol/l. The customer reported that they had button error alarm.the insulin pump will be returned for analysis.

Manufacturer narrative:
The information was not included with the initial report. The correct information has been provided with this report. The insulin pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch. No button error alarm during testing. No unlocked keypad connector. Unit passed self test.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.